Event description:
Patient underwent thoracentesis on 9/23/93 as an outpatient. The patient was admitted through the urgent care center on 10/1/93 with acute chest pain. The chest x-ray from the transferring hospital showed an 8cm thoracentesis catheter fragment in the pleural space which was not evident on the origingal x-ray on the 23rd. The catheter fragment was removed int he operating room with no further complications. The original thoracentesis tray was discarded and could not be evaluated.device labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: device discarded. The device was destroyed/disposed of.